Manufacturer narrative:
Retainer ring = clear. Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a keypad anomaly. The customer reported that the buttons need to press more than once and it was sticking all the time. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a cracked case-corner of belt clip rails, a pillowing keypad overlay, a serial number label missing and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. Device passed the keypad voltage test, displacement test and self test. All buttons functioning properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Device was cut open to perform visual inspection and it was verified that the keypad connector on j1/pcb 1 was locked properly. No loose electronic components noted. However, corrosion was found on the electronic assembly. Corrosion was also found on the vibrator assembly. No corrosion or moisture damage on the battery tube and motor assembly noted. Failure analysis summary: the test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump's buttons are all functioning properly. No keypad anomaly noted during the testing. However, corrosion was found on the vibrator and electronic assembly noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons had to press more than once and sticking all the time. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.